Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) we received one introcan safety pur 24g, 0.7x19mm-EU in original packaging. The returned introcan safety was taken to a visual inspection. Damages at the original packaged sample were not detected. Furthermore, the sample was checked by the dynamical tensile force according to test plan. Nominal (size g24): min. 3 n actual (size g24): 3.30 n the returned sample is within our specifications. Device history record review (DHR):- reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland: cannula seperated leaving tip in vein

Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as (B)(4) internal report number (B)(4). This follow up report is being filed to correct the branding, product code, and 510(k) information that was entered on the initial MDR. This report was filed for item number, 4251601-01, which is not sold in the united states, however a similar item number, 4251601-02, is sold in the united states by (B)(4). The 510(k) has been updated to reflect a 510(k) that item 4251601-02 has been cleared under. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.